Event description:
It was reported that patient underwent a revision procedure of his ultrex inflatable penile prosthesis (ipp) due to unknown reasons. All components reported and replaced. No information about the patient outcome is available at the moment. Additional information was received. Ipp device was not working properly. Device was implanted in 1992. Surgery was successful. No more information available at the moment. Should additional information become available, it will be provided.